Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the calculated infusion rate for prostin was 0.0975 ml/hr so that the epic order was rounded it to 0.1 ml/hr with a 50 ml syringe dispensed. When the nurse programmed the dose into the pump, it was expecting the rate to be less than 0.1 ml/hr, therefore, expecting a 3 ml syringe. There was patient involvement but outcome is unknown. Although requested, further information was not provided.